Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the threads on her onetouch ultrasoft lancing device are stripped/ damaged. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010. The patient manages her diabetes with insulin (no adjustments). The patient denied taking any action in response to the alleged lancing device issue and consequently two months later, the patient claimed she developed symptoms of dry mouth and shaking. The patient, however, denied she received any form of treatment after the alleged issue began. At the time of troubleshooting, the csr noted the patient was not using the subject lancing device for the first time and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/04/2011. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The casing was found to be cracked/open. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.